Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited backup vvi operation. The patient felt a vibratory notifier for the backup. A device download was performed successfully. The patient was stable and will continue to be monitored normally.